Event description:
It was reported that immediately after surgery the pt experienced left leg pain that was severe and persistent. After 7 days the pain had not improved. Pt was brought back into the or and the entire tape was removed. The pt's pain is 90% resolved. Physician feels he "trapped a nerve".